Event description:
It was reported that the patient has a device that "never worked in the first few months". Patient also states that they have a "bad" wire. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.